Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range pace impedance measurements in all pacing configurations at follow-up. Sensing and pacing threshold measurements were noted to be within expected range. Review of trend data stored to the device showed the ra impedance was stable at 550 ohms. The patient complained of palpitations at the time of follow-up. Boston scientific technical services (ts) suggested measures to further assess the patient's system. Upon the patient's presentation for follow-up several months later the high ra pace impedance measurements were found to persist. It was also reported that the ra lead exhibited increased pacing thresholds and decreased sensing/amplitude at the previous follow-up. The device pacing mode was reprogrammed to vvir. No adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.